Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign country: (B)(6). The angiosculpt device was lost at the customer site, thus no returned product investigation was performed. (B)(4).

Event description:
The angiosculpt device was used to treat a severely calcified and severely tortuous mid lad. During the 4th inflation at 12 atm for 5 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.